Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent rfa treatment using the device. The items were set-up and used as per directions for use (dfu). After the ablation, patient complaint of pain at left thigh to the nurse in ward. The injured area on the thigh appears to look like skin burn from the grounding pad. The generator should have error message when there was an abnormal increase in current density building up on the grounding pad. However, for this case, there were no error message throughout the case; impedance ranged from 115 to 125 ohm for 12 minutes burn. The patient was referred to plastic surgery team and treated the wound as grade 2 burn. Patient was given wound dressings with antibiotic ointments.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. No product was shown in the picture, it could not be determined if the product met specification. The picture showed the patient, not the product. The reported condition was not confirmed. The investigation found no pictures of the product were attached to the file. It could not determine the cause of the reported condition. The investigation could not determine the root cause of the customer's report. The customer is advised to return the incident product, so a complete evaluation can be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.